Event description:
The user facility reported that a 56-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced immediate flow saturation when the pump was turned on. A separate impella 5.5 was successfully implanted. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported saturated flow was completed. The pump was returned for evaluation. Visual inspection revealed biomaterial around the base and main body of the impeller. Functional testing of initially failed, but the pump was eventually able to start after the biomaterial was partially removed/dissolved. Visual inspection of the pump following the run revealed a small amount of biomaterial still present under the outflow cage. The root cause of the flow saturation was most likely the observed ingested biomaterial applying resistance to the pump rotor. This report is being filed as part of a retrospective review of historical records.